Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a nocturnal hypoglycemic event with a lowest glucose of 63 mg/dl and did not hear or see a low alert on the ilet; the event lasted about two hours outside target, was self-treated with oral carbohydrate, and no medical intervention was required. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included transient low glucose with return to normal after self-treatment and no healthcare utilization. Investigation included troubleshooting and education regarding alerts, use of the dexcom app for louder or backup alarms, review of glucose management practices, and discussion of supply options to address dexterity and vision considerations. Investigation of this case revealed an unclear cause for the hypoglycemia and a reported lack of audible or visible low alert, with device performance not otherwise inconsistent during the episode and no further adverse effects after correction. It was concluded, based on previously established findings for similar reports, that the cause was unclear and user support and education were appropriate.